Event description:
Litigation alleges that the patient suffers from large amounts of toxic cobalt chromium metal ions and particles to be released into the patient's blood, tissue and bone surrounding the implant. It is also alleged that the patient suffers from pain, discomfort, inflammation, swelling, and lack of mobility. She also experienced popping and snapping sensations in the joints of both hips when walking, moving, and shifting. Update - (B)(4) 2012 - the complaint has been reopened because the sales rep has reported that the patient's left side was revised on (B)(6) 2012. The reason for the revision is unknown. Update rec'd (B)(4) 2012-pfs and medical records received. After review of the left revision operative note it indicated metallosis and a loose cup so the cup is now being reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2248034, 2391278 and a72eb1. A search of the complaint database finds additional reported incidents against lot codes 1829595 and 2278507 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor. Added stem due to previously alleged large amounts of toxic cobalt chromium metal ions. Also added hole eliminator because the cup was removed. Updated doi. Added patient's age and lawyer in the associated contact.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.